Event description:
During arthoscopic shoulder surgery, physician used disposable linvatec mako shaver blade. The distal section of the blade broke off, but was retained on the instrument and removed completely from pt.